Manufacturer narrative:
While working on the right side of mouth, a patient was burned on cheek at corner of mouth. Patient was given ointment in office. During product evaluation, it was found that the bearings were gritty and was out of spec, which lead to heat up the head.

Event description:
A dentist performed a routine procedure on a patient using a dental handpiece when the patient's right cheek was burned by the head of the handpiece.